Event description:
Ventilator working properly when placed on infant at approx 1400, at approx 1600 p/p only 12 and end exp pressure at 8. Moving pressure knob and/or peep knob would not make any change in pressure. Abg's were drawn with this occurence - very poor - improved after changing machine out.